Manufacturer narrative:
Correction to fu#1 MDR: on (B)(6) 2017 lead sc-2352-50 sn# (B)(4): the complaint has been confirmed. Visual inspection found lead body was bent/kinked at the clik anchor site, 1 cm from the set screw mark. The fracture location is 17cm from the distal end. X-ray inspection confirmed 7 cables were fractured. There are no exposed cables at the clik site fracture. The fractured cables resulted in the reported high impedances. Clik anchor sc-4316 lot# 17936942: the eyelet was torn, and there was no missing silicone material.

Event description:
A report was received that the patient was experiencing loss of stimulation. An impedance check revealed high impedances. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent the lead replacement procedure and was doing well post-operatively. The physician suspected that the clik anchor caused the damage to the broken lead. There were no exposed cables prior to removal. Additional suspect medical device component involved in the event: model: sc-4316 serial/lot: (B)(4) description: next generation anchor kit-sterile

Event description:
A report was received that the patient was experiencing loss of stimulation. An impedance check revealed high impedances. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient was experiencing loss of stimulation. An impedance check revealed high impedances. The patient will undergo a lead replacement procedure.